Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported prior to a cenero-12 breast biopsy procedure on (B)(6) 2016, the physician pressed the hand piece and the needle broke off. A second device completed the procedure. No patient or staff injury reported.